Event description:
It was reported that during a scheduled vena cava filter retrieval, three filter limbs became detached in the ivc. The filter was removed with surgical forceps and a snare device, and two detached filter limbs were removed with the snare; however, one detached filter limb embolized to the pulmonary artery. No attempt was made to retrieve the detached limb from the pulmonary artery. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device, images, and one photograph were returned for evaluation. The filter exhibited 3 arms and 6 legs present and intact. Two arms (w/ wrist anchors) were returned with the filter. The third detached arm (w/ shoulder anchor) was not returned. The exact location of detachment can not be seen due to clot at the base of the apex. Two filter legs were bound together by tissue/clot. Tissue/clot was present on several filter arms and legs/feet. Photographs of fluoroscopic images displayed on ta monitor were provided, and no date or time stamp is visible. The quality of the images is extremely poor; therefore, the filter limb configuration and detail cannot be evaluated. Based on the returned sample condition and the photo review, the complaint investigation is confirmed for three detached arms. Per the reported event details, a snare and surgical forceps were used to retrieve the filter.